Event description:
Patient undergoing a biopsy of right tibial lesion using apriomed 12g bonopty bone biopsy system under radiologic imaging. Post biopsy, as the outer cannula was pulled the hub broke. In the attempt to remove the remaining portion of the cannula, the tip of the cannula broke off and remained within the tibia. The procedure was completed and the patient was discharged with antibiotics.